Manufacturer narrative:
The unit passed the displacement test, rewind basic occlusion test and prime test. The unit received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The unit was received with cracked reservoir tube lip, minor scratched display window, broken battery tube threads and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call of an issue with receiving motor error alarm on their insulin pump. Customer was able to conduct rewind sequence. The patients' blood glucose levels were 71mg/dl. Customer was advised to disconnect from the pump. Customer was advised to discontinue use of pump, and that the pump would need to be replaced.